Event description:
The implantable pulse generator was returned from a funeral home with no information. A search of the database revealed that the patient had expired approximately 11 months after the implant. Cause of death has been requested and not yet received. No complaints or allegations have been made against the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been requested and not yet received. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found.